Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 434 mg/dl. The customer had no symptoms of high blood glucose levels. The customer was treated for their blood glucose with IV fluids. The customer was wearing the insulin pump during their hospital stay. Customer's blood glucose value was 80 mg/dl at the time of the call. The customer did not troubleshoot the issue. The customer returned the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.